Event description:
It was reported by international mm facility (UK) that inflation could not be maintained on one (1) 6fen, fenestrated low pressure cuffed tracheostomy tube. The device was in use for approximately three (3) weeks before a slow leak from the pilot balloon was detected. It is unknown if the device was tested prior to insertion. There was one (1) pt involved with no reported pt compromise. The 6fen device was returned to the MFR on 6/20/97 for decontamination, analysis and investigation.